Event description:
It was reported that during an unknown procedure, the firing force was higher than expected and the firing handle could not be fully grasped. The deployed staples were unformed though the doughnuts were formed properly. The target tissue was regular and clamped properly. A purse-string instrument was used on the anvil side. The anvil was set to the device properly. The indicator was within the green zone at the time of firing. The device was removed without problem. The target tissue was completely cut off. The site was anastomosed again with another device after the rectum was cut off with a linear cutter device. The 2nd circular stapler functioned as intended. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.